Manufacturer narrative:
On (B)(6) 2017 fse arrived at the site for intervention/repair. Upon start up, the wash syringe drive motor was grinding. The syringe was replaced and the drive unit was able to function without issue. All tests ran okay. No further action was required. The probable cause of the event was fault/failure of the b/f syringe drive unit. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017 the customer reported "error 2015 bf probe purge failure" with their aia-360. The customer reported experiencing the error every day despite rebooting, initiating the installation wizard and replacing the tip. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential of delay of reporting patient results for e2 which was purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.